Event description:
A malfunction alarm was reported with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was able to continue using the pump.